Manufacturer narrative:
H3, h6: the navio surgical system (us), product npfs02000, (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with mechanical component failure/communication failure. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this complaint from the us reports that after a previous navio procedure, the system came unplugged at the cart and it shut down. It would not fully power back on; there would be power but no screen. The procedure continued with manual instrumentation. The patient was under anesthetic and delay reported to be over 30 minutes. No other complications were reported. No patient harm, injury or additional interventions were noted. Smith & nephew has not received operative reports, however the patient is in good condition and the surgeon was satisfied with the outcome. If additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that after a previous case, the system came unplugged at the cart and it shut down. It would not fully power back on for this case. There would be power but no screen. The case was aborted and the procedure continued with manual instrumentation. This issue caused a delay over 30 minutes. No other complications have been reported.